Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard's safety guard would not activate. The following information was provided by the initial reporter: we have received a product quality complaint from germany regarding mircera 50 mcg / 0,3 ml solution for injection in a pre-filled syringe (batch no.: b3003h32, expiry date: 09-2025). The original complaint states: ¿die spritze zieht die nadel nicht zurück und die lösung läuft daneben.¿. Translated: the syringe does not retract the needle and the solution spills out. We have found that the root cause of the case can be found either at the original manufacturer (manufacturing error) or at the patient (administration error). Additional information from the distributor on 16 jan 2024: "we have contacted the pharmacy that reported the complaint, and we have received the following additional information from them: ¿the patient was injecting, and while injecting, the liquid ran out on the side, and the needle didn¿t move back.¿

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe plus¿ passive needle guard's safety guard would not activate. The following information was provided by the initial reporter: we have received a product quality complaint from germany regarding mircera 50 mcg/0,3 ml solution for injection in a pre-filled syringe (batch no.: b3003h32, expiry date: 09-2025). The original complaint states: "die spritze zieht die nadel nicht zurück und die lösung läuft daneben." Translated: the syringe does not retract the needle and the solution spills out. We have found that the root cause of the case can be found either at the original manufacturer (manufacturing error) or at the patient (administration error). Additional information from the distributor on 16 jan 2024: "we have contacted the pharmacy that reported the complaint, and we have received the following additional information from them: the patient was injecting, and while injecting, the liquid ran out on the side, and the needle didn¿t move back."

Manufacturer narrative:
H6: investigation summary: confirmed.